Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise 2 4mmx39mm intracranial stent (encr403912, 8512188) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253154) and could not advance any more. The physician only retracted the stent out and observed that the delivery wire was kinked/bent. The physician tried to straighten the delivery wire and then delivered the stent in the same microcatheter (mc) again, it was still impeded in the proximal end. The physician removed the microcatheter and stent from the patient. The physician switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 26-jul-2024 indicated they were not able to torque the device. The mc kinked/bent. There were no procedural delays due to the event. There was no evidence of physical material within the device.

Manufacturer narrative:
Product complaint # (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx39mm intracranial stent (encr403912, 8512188) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253154) and could not advance any more. The physician only retracted the stent out and observed that the delivery wire was kinked/bent. The physician tried to straighten the delivery wire and then delivered the stent in the same microcatheter (mc) again, it was still impeded in the proximal end. The physician removed the microcatheter and stent from the patient. The physician switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 26-jul-2024 indicated they were not able to torque the device. The mc kinked/bent. There were no procedural delays due to the event. A non-sterile enterprise2 4mmx39mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one (1) kinked condition was found on the delivery wire at 73.3 cm from the distal end of the enterprise system. No other damages were observed. The stent was inspected under magnification, and it was found disengaged from the delivery wire. Additionally, the distal end of the proximal coil of the delivery wire was found stretched. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issues reported regarding the delivery wire being kinked and the stent being impeded at distal end of the microcatheter were confirmed based on the findings mentioned above. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The disengaged condition of the stent and stretched condition of the delivery wire suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.